Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9106-03 was received for investigation. Visual evaluation identified breakage across the threading of the central post, as well as warping of the remaining threads. Damage was also present to the outer diameter of the glenoid body. The cause remains undetermined, although probable causes can be attributed to misaligned insertion and/or prying/leveraging the device during the insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder prosthetics surgery two devices broke inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.